Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened therefore the clip was not implanted and the cds removed. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip opens while establishing final arm angle (efaa) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported clip opened during efaa appears to be due to the user technique. There is no indication of a product issue with respect to manufacture, design or labeling.